Event description:
It was reported by the patients wife that the representative had falsely diagnosed some swelling around the patient's device stating the that patient would need a carelink monitor to monitor it. She stated that she perceived that the representative overlooked what needed to be a more serious medical decision. She requested to discontinue use of monitor. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.